Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was going to be on an impella 2.5 for mechanical circulatory support. During delivery of the device, the pump was unable to pass through the patient's vasculature. The device was removed and delivery aborted. No additional information is available.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.